Manufacturer narrative:
On further review of this event, it was observed that there was a discrepancy with the replaced parts listed on the service report and the written description of said parts. Subsequently, it was confirmed on 2/3/2020 that the parts we reported as being replaced were not accurate. See corrective narrative below: the getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse saw logged errors 67 and 107 that require the front end board and the video generator board to be replaced. The fse replaced both the video generator board and the front end board and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications and was put to run for 1.5 hours with no issues. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that an internal communication error occurred on a cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.

Manufacturer narrative:
The production device history record (DHR) for this iabp unit is not required to be reviewed per sop 01-061 since the device manufacture date is greater than one year from the event date. A getinge field service engineer (fse) evaluated the iabp and was unable to reproduce the reported issue. However, the fse saw logged errors 67 and 107 that require the front end board and the executive processor board to be replaced. The fse replaced both executive processor board and front end board and performed all calibration, functional and safety checks to meet factory specifications. Unit passed all functional and safety test per factory specifications. The iabp unit ran for 1.5 hours with no issues. The iabp was then released to the customer and cleared for clinical service.

Event description:
It was reported that an internal communication error occurred on a cardiosave intra-aortic balloon pump (iabp). It is unknown under which circumstances this event occurred or if there was any patient involvement; however there was no adverse event reported.